Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Subsequently, the device was explanted on (B)(6) 2023. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on january 02, 2024.